Event description:
It was reported that the patient underwent a hysterectomy procedure. Five days later, the staples were removed. The patient was experiencing vaginal spotting with an odor and the physician prescribed antibiotics. The following day, the patient awoke to find that their incision had split open and "yellow stuff" was coming out. Patient went to an urgent care facility and was placed on IV antibiotics. The incision site was packed with gauze. The patient required home health care for the following 4 months. This included IV antibiotics administration and a wound packing change twice a day.